Event description:
Physician reported left side "implant rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture un the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Physician reported left side "implant rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, red particles in the surface of the shell/gel, device appearance (observed 40 mm dark patch edge material inside gel device) and crease flat. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Physician reported left side "implant rupture". Device has been explanted.